Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 telephone number : (B)(6).

Event description:
It was reported that before use, a part on the cardiosave intra-aortic balloon pump (iabp) unit was broken. There was no patient involved.

Manufacturer narrative:
A getinge field service engineer (fse) went to the hospital, the machine was already used on the patient and the machine was in normal use. Inspection found that the plastic support on the pim was loose. Some screws were exposed. It could not be repaired. The customer was informed that the whole machine could only be replaced. The quotation was given to the customer, and the customer decided not to repair. As, customer decided not to repair, the complaint will be closed and, if new information and/or device were available, the file would be reopened and updated.

Event description:
N/a.